Event description:
The customer called in for a normal control test result that was low. Upon troubleshooting, it was discovered the meter was set in mmol/l. The customer had just begun to use the meter that day and did not allege any adverse events based on the mmol/l reading. The customer was able to reset the meter to mg/dl with assistance. Further troublshooting showed the system to be working as designed. The customer was satisfied, and no product will be returned for evaluation.